Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: the patient has not undergone explantation or reoperation at this time. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female patient underwent a breast augmentation revision with mentor memoryshape mm+ 585cc (l) and 475cc (r) and suffered several unexplained systemic symptoms, including food sensitivity, rosacea, pimple breakout, salt intolerance, stiff joints, pain in arms, tingling on fingers and palms, tingling through feet, memory loss, blurry vision, anxiety, panic attacks, pain in both breast, breast redness, loss of menstrual cycles, rash under the arms, itching inside both breasts, and brown spots appearing on the face. The patient also reports bilateral capsular contracture baker grade unknown. No device issue such as rupture was reported. The root cause of the patient¿s symptoms is unclear. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. This report is for the right side.